Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device at the user facility, it was found that the subject device started to flash and the indicators on the left side of the front panel remained off when the subject device was turned the power on. The subject device was not used for the procedure. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from omsi and similar past cases, there was the possibility that this phenomenon was attributed to the failure of the transmitted lighting function, which might be caused by the aging deterioration of the component of the subject device for long-term use because the subject device had been used more than eleven years since manufacturing. If additional information becomes available, this report will be supplemented.